Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported their stimulator did some very weird things this morning. Patient stated they usually charge their implanted neurostimulators at night and top it off in the morning, but this morning they turned the controller on and the intensity went from 5.6 to 7.8 to 8.5 and then to 9.0. Patient did not know how that happened. Agent asked if the increase was in a specific group or if all of their groups started to increase and patient said they usually left it where it worked best for them, so they left stimulation on group a. Patient unlocked controller during the call and reported the controller battery was at 100% and the implant was at 50%. Patient confirmed group a was highlighted in green with only one program to the right of letter a. Program 1 was at 9.0. Agent walked patient through how to decrease stimulation using the up/down arrow keys. Patient was able to successfully decrease stimulation back down to what they normally would be at. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if the issue persists. No symptoms were reported.